Event description:
A customer reported experiencing a cgm error 42 multiple times with their pump, and the issue persisted without being reset in the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, ensured the customer would receive a pump with updated software, and provided instructions for returning the faulty pump. Customer will continue to use current pump; will rely on alternate method if necessary.